Manufacturer narrative:
Updated sections: d4, d9, h2, h3, h4, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the blue sureform 60 reload for failure analysis (fa). It was found to have loose staples stuck in front of the knife, as well as staples wedged between the knife and cartridge. A visual inspection revealed that staples had become jammed through the reloading process. There were two lodged staples, which can obstruct the firing process from completing its full trajectory. Review of the system logs revealed two failure messages, 'firing failure: general failure' and fire-status 'incomplete (hi torque)'. Additional information: isi received the sureform 60 stapler instrument for fa. Review of the system logs revealed two failure messages a 'firing failure: general failure' and a fire-status 'incomplete (hi torque)'. Due to the following failures, the stapler instrument could not be tested on an in-house system. Additional observations not reported by site: the stapler instrument was found to have thermal damage to the chassis, attributed to reprocessing. The chassis was observed to be warped, which prevents the stapler instrument from being correctly installed on the system, or could negatively affect the tension of the cables. The lower chassis was bent upwards preventing the housing from fully closing. The chassis also exhibited discoloration, with the observed color being darker than that of the housing, when compared to the in-house stapler instrument. The stapler instrument was found to have failed mechanical engagement based during in-house testing. The stapler instrument inputs failed to engage with the in-house system's sterile adapter on three attempts, preventing the stapler instrument from entering into following.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the provided video was conducted, and the following additional information was provided: the video shows the user firing a blue reload across a previous staple line. The tissue starts pushing out of the jaws during the firing, and at the end of the firing there is a message displayed indicating a firing failure. The unclamping completes following the firing failure, and the surgeon is shown using the fenestrated bipolar forceps instrument to help separate the tissue from the stapler jaws. The staple line appears to be bunched, and staple formation appears to be poor once the stapler is removed from the field of view. Stapler logs showed that the sureform 60 stapler instrument was installed on the system 2 times and fired 2 blue reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The logs showed an error code, representing the failure. There were no additional stapler-related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a partial fire occurred with the sureform 60 stapler instrument with a blue reload, resulting in stomach tissue being pushed out of the stapler jaws. The cause of the partial fire is unknown, as there were no obstructions, such as clips or staples, between the instrument jaws. Upon inspection, it was observed that some staples had deployed but failed to properly engage and were loose, while others adhered to the tissue as intended. Although there was some unexpected bleeding, the precise amount is unknown. To address the issue, the stapler instrument was used to fire another blue reload, and no additional tissue removal was necessary due to the firing failure. The procedure was successfully completed robotically, and the patient did not experience any post-operative complications. Furthermore, there is no concern about this event leading to long-term complications for the patient.